Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant, the physician was unable to implant the right atrial (ra) lead. The physician elected to use a different lead which was successfully implanted. No patient condition was reported.